Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The customer reported that the ventilator rebooted while the ventilator was connected to a patient and the ventilator audibly and visually alarmed. No reported patient injury.

Manufacturer narrative:
In the course of investigation, dräger was informed that the initial event report was incorrect and that the device did not perform a reboot and only a failure within the audio system had occurred. The analysis of the log file supports this correction. No reboot was logged by the device and only a single error code regarding a deviation within the loudspeaker system could be found. The savina 300 checks internally the functionality of the loudspeaker in a periodic manner. In case this test fails, a high priority alarm message is posted visibly and audibly by an independent buzzer to inform the user about the deviation. An ongoing ventilation is not affected. During subsequent testing the failure could not be reproduced and is considered to be an isolated case.

Event description:
Refer to the initial-report.